Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) levels in the 37-300 mg/dl range. Reportedly, the pump basal rate needed to be adjusted. Customer addressed bg levels with carbohydrates and sugar. Tandem technical support guided the customer through adjusting the pump basal rate.